Event description:
Through implant patient registry, it was learned that a 25mm 3300tfx valve was explanted after an implant duration of 1 day due to left main coronary artery occlusion. Per medical records, the patient required ECMO support post avr surgery possibly due to protamine reaction. The patient's heart was extremely thick and angiography confirmed left main occlusion. The patient underwent redo avr and the explanted 25mm valve was replaced with a 23mm 3300tfx valve; however, it was noticed that the left main coronary artery was occluded because of the sewing ring. The surgeon decided to explant the 23mm valve and replaced it with a 21mm non-edwards mechanical valve. The patient tolerated the procedure well. The patient was in critical condition upon completion of procedure. Additional information received: per the customer, the patient has expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement it is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. In this case, the root cause of this event was determined to be due to procedural related factors. The subject device is not available for evaluation, as patient authorization is required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.